Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation. On the first inflation at 12 atmospheres,the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with another with same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter with a nc quantum apex pouch and a hoop. The batch number on the packaging and device matched the batch number for this complaint. The catheter was inspected tactilely and visually; no damage or irregularities were noted. There was blood in the inflation lumen and in the balloon. The catheter was soaked in a warm water bath to loosen the blood prior to functional testing. The device was inflated, using an inflation device filled with water connected to the inflation port, and a balloon leak was noted. Examination under magnification revealed a balloon pinhole and scratches over the distal balloon cone. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 12mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation. On the first inflation at 12 atmospheres,the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with another with same device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).